Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the specimen was taken out during a laparoscopic assisted sigmoid colectomy, the stapler was inserted into the patient's rectum to connect the rectum into the colon however the stapler misfired. A new staple had to be reopened. There was no patient injury.